Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when filling a bd plastipak¿ 50ml concentric luer lock syringe for epidural catheter systems, the rubber in the plunger "seems to deteriorate" as filling progresses. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore failure mode could not be verified. Ten retained samples of 50ml ll lot 1705225p were evaluated. Upon visual inspection of these ten retained samples, no damage no damage or molding defect can be observed. Silicone content testing and break out-sustaining force tests were done during manufacturing process per lot according to procedure. On checking the results for these tests for 1705225p, they are within specification limits. Silicone content testing and break out-sustaining force tests were also done with the ten retained samples according to procedures and results met specification limits. DHR of lot 1705225p has been reviewed not finding any annotation or deviation regarding the alleged defect. The review found no non-conformances associated with this issue during production of this batch. Based upon the quality teams¿ investigation, the root cause of this incident cannot be determined. Based on severity and occurrence no formal CAPA is required according to internal procedure.